Event description:
The sales representative reported on behalf of the customer that the device, ias5-120lp, 5 mm access port & low profile obturator, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿as the airseal port (5mm) was being taken out of the abdomen, the outer wall of the cannula broke off and had to be retrieved. Patient is okay. The port was being used as liver retractor on high bmi patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without the use of an alternate device. The incident caused a ¿couple of minutes¿ of delay. As stated in the event description, all fragmentation was retrieved from the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias5-120lp, 5 mm access port & low profile obturator, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿as the airseal port (5mm) was being taken out of the abdomen, the outer wall of the cannula broke off and had to be retrieved. Patient is okay. The port was being used as liver retractor on high bmi patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without the use of an alternate device. The incident caused a ¿couple of minutes¿ of delay. As stated in the event description, all fragmentation was retrieved from the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.